Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer had any hearing sensation with the device. The recipient has been re-implanted.

Manufacturer narrative:
According to the currently available information, a problem with the active electrode is suspected, most likely caused by an external mechanical impact due to an accident. However, to determine an exact root cause, a device investigation at the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The patient has no more hearing sensation with the device. Re-implantation is considered, but no date for surgery has been scheduled yet.

Manufacturer narrative:
According to the currently available information, a problem with the active electrode is suspected, most likely caused by an external mechanical impact due to an accident. However to determine an exact root cause a device investigation at the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The patient has no more hearing sensation with the device. Re-implantation is considered, but no date for surgery has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient no longer had any hearing sensation with the device. The patient has been re-implanted.